Manufacturer narrative:
An event regarding packaging issue involving a scorpio femoral component was reported. The event was confirmed. Device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling during transportation/storage whereby the plastic container of the implant was broken. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The investigation noted that the component packaging was subjected to excessive/inappropriate handling during transportation/storage whereby the implant sterility was breached as the plastic container was broken, however the outer plastic and paper box was properly sealed with no defects. No further investigation for this event is required at this time.

Event description:
The implant sterility was breached as the plastic container was broken the outer plastic and paper box was properly sealed with no defect. However , the plastic container of the implant was broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The implant sterility was breached as the plastic container was broken the outer plastic and paper box was properly sealed with no defect. However , the plastic container of the implant was broken.